Manufacturer narrative:
A software investigation was completed and determined the reference frame was not rigidly attached to the anatomy. Site used the application in an off label way and was unsuccessful. Software functioning as designed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
Issue resolved at time of call. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Evaluation not required, resolution confirmed.

Event description:
A medtronic representative reported that, while in a 14 level scoliosis procedure, the surgeon alleged an inaccuracy. The surgeon placed the last screw in l3 2 millimeters laterally. They revised the screw without issue or patient impact. The medtronic representative noted that when dropping the screw, the surgeon was bracing the patient's hip against himself, twisting the spine away from the reference frame. The medtronic representative informed the surgeon how to not alter the anatomy as that would affect accuracy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 - 10 minutes. There was no impact on patient outcome.